Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet displayed ¿unable to proceed¿ with alert 38 indicating a motor stall during attempts to rewind, despite multiple restarts, consistent with a failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a communications problem was identified in the context of a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.